Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair, the t2 of the ultra fast-fix failed to secure. Both implants were removed with tweezers. The procedure was completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 has been cut from the suture and was not returned. The t2 and suture were returned off the needle. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed due to both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.